Event description:
It was reported that a patient experienced elevated blood glucose levels and discovered that their insulin cartridge was covered in insulin after removal, indicating an unknown source of leakage. The patient stated they had been using the device for some time without prior issues and confirmed that they followed proper supply-change procedures. In response to the high glucose readings, the patient administered several breakfast announcements in an attempt to bring their levels down and was advised not to do so, with the reasoning explained and understood. The patient¿s blood glucose reached a reported high of 389 mg/dl and remained above 180 mg/dl for approximately three hours. Alerts for sustained elevated glucose were received for over 90 minutes. The patient did not use backup therapy, perform ketone testing, receive medical intervention, or require assistance, and no immediate health effects were reported. A follow-up check confirmed that the patient¿s glucose level had decreased to 162 mg/dl. The insulin cartridge involved had been discarded and was unavailable for return or evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.